Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).

Event description:
Litigation papers allege physical injury, pain, bodily impairment, and elevated metal ion levels.update: 04/08/2014 - medical records received. Patient was revised to address brown stained tissue consistent with a pseudotumor and osteolysis. The information received does not change the MDR decision. This complaint was updated on: 04/30/2014.update rec'd 12/17/2014 - ppd and medical records received. Part/lot information updated. Sleeve and stem reported for elevated metal ion levels. Stem remained in situ.this complaint was updated on 1/8/2015.